Manufacturer narrative:
Batch review performed on 5 june 2025. Lot 2338899: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain and instability due to a torn quad tendon and the cause is unknown. At 3 months post primary the surgeon performed a quad tendon repair and upsized the poly for more stability. The surgery was completed successfully.